Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for staph/step bacterium in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unreported. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, it was unreported if the patient was recovering from the event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number; gd872929 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.